Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on 1/10/13: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'ok' and 'contrast' buttons. Multiple button presses are required before these buttons engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts, and contamination was present under the contacts of all buttons. Observed battery compartment cracked at opening of battery chamber. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No moisture damage in battery chamber.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the keypad buttons would stick when pressed. The reporter denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.